Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during the implant attempt of the subject pacemaker, a lead connection issue was incurred. Psa measurements relative to each lead were indicated to be "excellent", but after connecting them to the pacemaker, there was pacing failure, and the heart rate of the patient slowed. The leads were disconnected and remeasured with the psa, which showed satisfactory results. During the second attempt to connect the leads, the physician indicated that rotating the screwdriver did not provide proper resistance, as if rotating in a vacuum. Utilizing a second screwdriver was also indicated to be ineffective, and pulling on the leads resulted in easy extraction. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(UDI): ((B)(4).

Event description:
The physician reported that during the implant attempt of the subject pacemaker, a lead connection issue was incurred. Psa measurements relative to each lead were indicated to be "excellent", but after connecting them to the pacemaker, there was pacing failure, and the heart rate of the patient slowed. The leads were disconnected and remeasured with the psa, which showed satisfactory results. During the second attempt to connect the leads, the physician indicated that rotating the screwdriver did not provide proper resistance, as if rotating in a vacuum. Utilizing a second screwdriver was also indicated to be ineffective, and pulling on the leads resulted in easy extraction. Another pacemaker was subsequently implanted instead.